Event description:
The manufacturer was contacted in reference to a philips CPAP device. There was an allegation of smoke coming out of the device and the device having black screen. In addition, the device smelled like burning. There was no allegation of patient harm/injury. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.